Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received pump error alarm 41- motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period and pump started to alarm reservoir and set alert during the blood test. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. It was unknown whether customer was able to clear the alarm or not and the pump passed the self-test or not. No harm requiring medical intervention was reported. No product return was required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the self test; it failed rewind test returning a pump error 41. Thump software was utilized and uploaded trace/history files properly. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. An attempt was made to turn the motor's gearbox with pliers, and it would jam after a few turns. In summary, the customer¿s report of pump error 41s was confirmed during testing. The pump error 41 is due to a gearbox that doesn¿t turn smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.